Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported filling cartridges with cold insulin. Customer was instructed to filled new cartridges with room temperature per the user guide. During system check with tandem technical support, the root cause could not be determined because the customer declined to remove the infusion set cannula from the infusion site. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 208 mg/dl.